Event description:
It was reported that thrombosis and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. After implantation it was reported that the patient never felt well again. Transesophageal echocardiogram occurred two months post-procedure and the patient stopped eliquis. The patient died five months post-procedure from a cardiac blood clot. No additional information is known at this time.